Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected as it decreased from 26% to 15% in a period of 7 days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. Additionally, it was noted that the patient received inappropriate shocks due to oversensing. Low amplitude was also observed. The s-ICD was explanted, while the physician attempted to slightly reposition the electrode, but the adhesion was so strong that it was also removed. Both products were replaced. No additional adverse patient effects were reported.